Event description:
A breast biopsy attempt was made using the en-bloc system. The first probe used resulted in an empty basket (no tissue obtained) due to a broken wire. The second probe used also resulted in an empty basket (cause unk). No biopsy sample was obtained. Doctor aborted case, pt was sent home, and biopsy was rescheduled for a future date. Incision site may have also been sutured closed.